Event description:
It was reported that during a pci treatment procedure, the quantum maverick monorail balloon ruptured. According to the customer, "the lesion was 99% of stenosis with calcification and not tortuous at rca mid. Pre dilations were performed with the balloon 1.5 - 14 and 2.75-15, and the cypher stent was implanted. This balloon was used for post dilatation. The balloon rupture occurred at 14atms." The procedure was successfully completed with another of the same device. No pt injuries or complications were reproted. Patient status is reported as 'good'.

Manufacturer narrative:
Returned product analysis verified the difficulty as stated in the complaint. The balloon catheter with the balloon in a deflated state was rec'd and a longitudinal balloon tear was observed 1.5 centimeters proximally from the distal tip and 9 millimeters long distally. Visual and microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear. No issues were noted with the balloon material or the ro markers that could have contributed on the leak. The manufacturing records for top assembly batch 8480830 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The root cause of the tear could not be determined.